Event description:
The lay user/patient called lifescan (lfs) and alleged that his meter was set to the incorrect unit of measurement. The medical affairs specialist spoke to the patient and obtained/verified the following information. For the past week, the patient had been obtaining an error message (specific error unknown) and he noticed a decimal point in his meter results. He reported two results, one was 7.3 and another was 6.2 mmol/l, when "he had to guess". The procedure was completed with no complications. The patient did not seek any medical treatment for his diabetes, nor did he allege any harm, however, he did allege the possibility of harm. The patient was unable to state if his meter was previously set to the correct unit of measurement, although he only recently noticed the decimal point in the meter results last week. A replacement meter has been sent and received.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.